Event description:
Records indicate that while dr. Was removing gutta percha with a prepi bur, too much heat was generated, causing a soft tissue burn. Pt returned to the office within two weeks complaining of pain. Pt was examined by dr. Who assessed that the pt had pathology consisting of "root exposure/area infected." The pt was then referred to dr. Who observed necrotic bone and tissue. At the recommendation of dr., pt underwent extraction of two teeth and debridement of the necrotic bone and tissue.

Event description:
Record indicate that while the dr was remvoing gutta percha with a prepi bur. Too much heat was generated, causing a soft tissue burn. The pt returend to the office within two weeks complaining of pain. Pt was examined by another dr, who assessed that the pt had pathology consisting of "root exposure/area infected." The pt was then referred to a third doctor who observed necrotic bone and tissue. At the recommendation of this doctor, the pt underwent extraction of two teeth and debridgement of the necrotic bone and tissue.